Event description:
Report of explant of device system due to "infection with fever and seizures" received per the annual device tracking report. Follow up with hcp revealed the catheter was revised in 2001 and the onset of the infection was 2 months later with meningeal symptoms and seizures with unconfirmed meningitis. A culture of the cerebrospinal fluid was positive for "gm stain rare gm positive cocci." The pt was treated with IV and oral antibiotics and system explant. The infection was resolved.